Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that the devices were not being recognized by the generator and that the mount of the hand piece came off when detaching the instruments from it during an unknown case. It was unknown how the case was completed. No patient consequence. The instruments will be returned and replaced. The hand piece will not be returned.